Event description:
It was reported that during use of an om2 cable, the svo2 value became unstable and drifted from 60% to 80% during approximately 5 minutes, with no error messages observed. Map and ECG were not affected while svo2 drifted. Subsequently, the cable was replaced and the issue was immediately resolved. No patient compromise was reported and no additional system-related devices were identified as suspect.

Manufacturer narrative:
The referenced cable is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The customer's complaint of the svo2 value becoming unstable during use and drifting from 60% to 80% during 5 (five) minutes with no messages being observed could not be confirmed through evaluation of the returned device. Examination of the returned om2 was unable to detect any failure of the device to function as intended. The cable was tested per the established sop requirements and invitro and invivo calibrations were executed successfully. Svo2 was monitored for over 30 minutes with no issues observed. No physical damage was detected during the visual inspection of the cable. The cable was manufactured 31-march-2011 and review of the device history record supports that there were no non-conformances noted during the manufacturing of the device for any reason. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as no fault could be determined and there was no evidence of any failure of the referenced device to function as intended.